Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6) the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap is protruding from the metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tubing exhibits mild contamination, likely biologic; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 137,438 joules of use and 35 minutes fiberlife was observed with the first fiber. The fiber tip/cap was not cleaned during the procedure. The fiber was replaced. It was reported that at 134,971 joules of use and 40 minutes, fiberlife was observed with the second fiber. The fiber tip/cap was not cleaned during the procedure. The procedure was completed with a third fiber. Patient outcome "ok" reported. This report is for the second fiber used.